Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported via facility medwatch (medwatch form# mw5151105) that the patient experienced inadequate stimulation due to high impedances. The patient underwent an explant procedure. No further information could be obtained.